Event description:
It was reported that patient was transfer from a bed to a shower commode by assistance of two caregivers. The carers began moving towards the chair to the right of the bed. During the transfer the hoist began to ¿shake¿ and the patient fell through the middle section of the sling. As a consequence of the event the patient sustained a fractured clavicle and humerus, the device evaluation did not revealed any device or sling malfunction. No signs of problem was found on the hoist that might contribute to device shaking.